Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose level was in between 70 mg/dl to 80 mg/dl. Customer also experienced high and low blood glucose level. Customer declined for further troubleshooting and assistance. The reservoir will not be returned for analysis.